Manufacturer narrative:
(B) (4).

Event description:
The pt experienced a lack of therapeutic effect and had a revision. The original lead had been in good position but it did not help to improve the pt's incontinence. A new lead was placed on the same side. The pt had good motor and stimulation response. Add'l info was requested from her physician.